Event description:
The customer originally returned his olympus endoscope reprocessor due to several error codes appearing during reprocessing. According to the initial reporter, an e74 error code as well as a e72 error code appeared while operating the subject device during a cycle. There was no patient involvement during this event. Further communication with the reporter revealed that he was performing insufficient reprocessing while using the subject device. Reportedly, no reprocessing solution check was carried out prior to running the reprocessing cycle. This report is being submitted to capture the insufficient reprocessing confirmed during additional communications with the customer.

Manufacturer narrative:
Following the discovery of the insufficient reprocessing, olympus personnel instructed the customer in the proper reprocessing techniques using a guidance provided to the facility. At this time, the device is not scheduled for return for any additional evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the lack of a disinfectant concentration check was likely due to a lack of sufficient understanding of proper reprocessing procedures. Through log analysis, it was confirmed that e99 occurred because the prescribed number of days had passed since the previous preparation of the disinfectant. Error e74 was not confirmed. Log analysis confirmed the occurrence of e72. Possible causes of e72 include a temporary malfunction of the chemical solution pump and false detection of the electrode sensor and fluid level sensor. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿operation manual 3.9 checking the disinfectant solution concentration level: when reprocessing an endoscope, always use an acecide checker or a portable concentration checker to check that the disinfectant solution is at an effective concentration. Please be sure to replace the disinfectant solution before the disinfectant effect disappears. Warning: when reprocessing an endoscope, always use an acecide checker or a portable concentration checker to check that the disinfectant solution is at an effective concentration. If a disinfectant with a concentration below the effective concentration is used, the effectiveness of the disinfectant cannot be guaranteed, and there is a possibility that sufficient disinfection is not possible.¿ olympus will continue to monitor field performance for this device.